Event description:
Additional information from the physician stated that the device did not contribute to the adverse event. The device was explanted many months ago and is no longer available. No unique identifier information was provided.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that 19 months following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv) in this (B)(6), transthoracic echocardiogram showed a peak gradient of 60 mmhg and a mean gradient of 34 mmhg, across the valve. The right ventricle was mildly dilated with moderate hypertrophy and normal systolic function. Cardiac catheterization at that time demonstrated mild to moderate right ventricular outflow obstruction with a peak-to-peak gradient across the valve of 30 mmhg. Fluoroscopy revealed two to three small fractures in the valve frame. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.